Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The rack tray was provided for investigation. It was determined the customer was using an old tray design which must have been delivered prior to april 2005. The tray design change was changed in april of 2005, the sharp edges of the rack guides have been removed. The reported injury with the returned tray could not have happened on a modular analytics. It was confirmed the customer was using the old tray with an rsa pro analyzer, not a modular analytics analyzer. It was recommended to replace all old modular trays at the customer site with trays of the new design. The injured operator's condition was confirmed to be fine.

Manufacturer narrative:
The customer provided information regarding a previous "sharp injury" to a second staff member. The customer does not know if this event was initially reported to roche. Both injuries were caused by the sharp edges of an old modular rack. The injury was "the same type of injury" as reported. The staff members had been educated regarding the use of the racks. No additional information has been provided.

Manufacturer narrative:
Additional information regarding the staff member's injury as described in the initial medwatch report: the staff member's injury was a laceration to the finger. It was treated as a needle stick, encouraged to bleed and was treated in "a&e". Blood was taken and stored. The staff member did not receive any medical follow-up. The injury has healed.

Event description:
A staff member was injured while removing a modular tray from a modular analytics core analyzer. The rack was a 150 sample rack. The nature of the injury was an open cut/wound which the customer treated as a "needle stick injury". No additional information has been provided regarding the injury or staff member's current condition. The sample tray involved in the event has been requested to be sent back for investigation. New sample trays have been sent to replace the sample tray involved in the incident.